Manufacturer narrative:
This product is not marketed in us, however similar product with product# 1474000500 and 510(k)# k091974 is marketed in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who underwent l3/4/5 2 intervertebral posterior lumbar interbody fusion (plif) for broken rod below right l4. It was reported that the rod under right l4 was broken and rods on both sides were replaced. No further complications or symptoms were reported. Patient had an history of smoking. Additional information was received via manufacturer representative that reported rod about 50cms was cut into two pieces and used as two rods.